Manufacturer narrative:
The user facility submitted medwatch # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no infusion of 0.9% nacl IV despite the pump running. The pump was reported to be programmed to deliver at 999ml/hr but it was not pulling any fluid from the bag. The infusion was restarted but none of it had infused into the patient. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.